Event description:
The patient reported that, one day post implant, they needed to go back to the hospital for a lead revision. Unable to determine through follow up which lead was revised or why. The status of the leads remains unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.